Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a sudden respiratory collapse requiring intubation. Logfiles were sent for review. There was concern for clot formation within the bend-relief portion of the outflow graft (ofg). There were no current alarms at the time, none noted on interrogation and no obvious concern for pump malfunction. The event log file captured a few routine pulsatility index (pi) events. There were no notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of sudden respiratory collapse could not be conclusively established through this evaluation. Additionally, the reported event of clot formation within the device could not be confirmed based on the provided information. A specific cause for the reported event could not be conclusively determined. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists respiratory failure and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.